Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that an unknown error code was seen on the patient programmer on (B)(6) 2016; the patient saw a picture of a phone and did not recall what else was on the screen. The patient tried to use the patient programmer, but it showed the phone. Then when the patient tried to use the patient programmer, she was on a screen with a clock. The patient programmer screen then changed to the normal screen showing her group c. The patient verified stimulation was on by noting the lightning bolt in the upper left hand corner. The patient also used the implantable neurostimulator recharger (insr), verifying the insr showed the normal charging screen. The patient was able to use the patient programmer and insr. In addition, the patient was able to feel stimulation and access programming. It was further reported that the patient would continue using the patient programmer and insr, and she would follow up if she saw any other codes. It was noted that the patient had radiation treatment on (B)(6) 2016, and had just finished a round of chemotherapy. Additional information received from the consumer on (B)(6) 2016 reported that the patient programmer went blank and showed the splash screen when the patient tried to connect to the implantable neurostimulator (ins) or increase stimulation 1-2 weeks prior to (B)(6) 2016 ((B)(6) 2016). The patient was advised to change the patient programmer batteries. It was unknown whether patient programmer battery replacement resolved the issue as the patient did not have replacement alkaline batteries during the time of report. There was no alleged out of box failure. The patient also reviewed that the previously reported "call your doctor" code was a power on reset (por) condition following radiation treatment. The patient did not know how she cleared the por, but the patient reported seeing the normal therapy screen on (B)(6) 2016. Additional information was received from the consumer via the manufacturer representative on (B)(6) 2016 regarding the reported por condition; according to the patient, the ins was near a radiation field. When the patient met with the manufacturer representative on (B)(6) 2016, the patient programmer was used and no por was noted. Upon interrogation with a clinician programmer, a por was noted and cleared successfully. The por error code was not noted. It was further reported that therapy was adequate. Additional information received from the consumer on (B)(6) 2016 reported the patient was told which buttons to press to resolve the issue of the patient programmer screen turning blank when trying to increase stimulation; however, it kept happening. The patient was further reported that the patient met with the manufacturer representative at the healthcare professional's office, and the manufacturer representative fixed the patient programmer blank screen issue. There were no reported patient symptoms. The patient's indications for use included lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.